Event description:
The customer tested her blood glucose and received a reading of 81 mg/dl using her contour ts meter. She retested using another meter and received a reading of 259 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned for evaluation. Replacement test strips were sent to the customer.